Event description:
It was reported that while the user was doing calibrations on a vct system, the jedi mphv tank came loose from its mounting inside the gantry and was expelled. The covers came off the gantry and the tank broke through the ceiling of the room and remained suspended in the ceiling. The tank weighs approximately 55.5kg. No one was in the scan room, no injury was reported.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.